Manufacturer narrative:
The device was returned to an olympus repair facility. And an evaluation of the device was performed. During the evaluation, the customer's reported issue of a e315 scope error was not technically confirmed. However, because fluid and moisture were identified inside the device, this fluid ingress made the occurrence of the error reported by the customer likely. The following additional findings were also noted: assorted cracks and wear, lifting of the distal end adhesive, hole in button 1, excessive fluid ingress in the scope connector, low angulation, knob play, and failure of the electrical safety test. The investigation is ongoing. And follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation, or if any additional information is provided by the user facility.

Event description:
An olympus representative reported on behalf of the customer, that during an inspection of the device prior to use in an unknown procedure. The customer¿s evis lucera elite colonovideoscope displayed a scope error e315 when plugged into the stack. The procedure was completed with another scope. With no patient harm or clinical impact. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined as the reported event was not reproduced. It is likely water invaded the scope while the user was handling the device, which led to an abnormality in the electrical parts and resulted in displayed error message (e315) temporarily. The event can be detected by following the instructions for use (IFU) which state: "- inspection of the endoscopic image" the event can be prevented by following the instructions for use (IFU) which state: "- when attaching the connector cap of the leakage tester (mb-155) to the venting connector of the endoscope, make sure that both the connector cap and the venting connector are thoroughly dry. Water on the surface of either component may enter the endoscope and could cause endoscope damage. - do not attach/detach the leakage tester while the endoscope is immersed. Attaching/detaching under water could allow the water to enter the endoscope, resulting in endoscope damage." Olympus will continue to monitor field performance for this device.